Event description:
It was reported that during a routine follow up, high rv lead impedance and high threshold were noted. The lead will be replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.